Manufacturer narrative:
Return of product has been requested. Product not provided by the consumer therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product. Reporter indicated that the product was unavailable for return.

Event description:
Brush head is coming loose / toothbrush not working [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that the oral-b brushhead, version unknown was coming loose when he or she turned his or her oral-b rechargeable toothbrush, version unknown (pro 2000) on. The consumer stated that he or she bought this toothbrush 10 days ago in (B)(6) 2016 and now it was not working, clarifying that he or she had left it on the charger all the time. No symptoms developed.